Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter indicated that the down and ok buttons were intermittently responsive to presses. The reporter indicated that the buttons needed to be pressed in a certain area and the button felt as if it was moving around under the keypad. The reporter confirmed that the keypad was intact. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/09/2013 with the following findings: the keypad was found to be fully intact; there was no damage observed. During testing, the contrast keypad button was found to be intermittently unresponsive, which has no effect on insulin delivery function; all other keypad buttons responded appropriately. There was evidence of contamination found under the up arrow, down arrow, and contrast key contacts. There was visible moisture found behind the display lens. A leak test was performed and a leak was found due to a crack in the pump casing. The pump case was removed and there was evidence of moisture found throughout the inside of the pump case.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.